Event description:
Patient admitted into the operating room for a l5/s1 laminectomy. Induction was achieved with propofol, fentanyl, and vecuronium and was uneventful. Patient was maintained on nitrous oxide (n2o) and oxygen (2.0 liters per minute (lpm) and 1.0 lpm respectively), and the vaporizer was adjusted to maintain the end tidal sevoflurane at 0.4%. We decided to switch to low dose desflurane with remifentanil and dexmedetomidine infusions during the case. Since the anesthesia machine had two ports with sevoflurane and isoflurane vaporizers mounted, we needed to change the isoflurane vaporizer to desflurane. The isoflurane vaporizer was changed to desflurane. The desflurane vaporizer was locked into position on the leftward mount. At this point, the fresh gas flows were changed to air and oxygen, each at 1.0 lpm; the sevoflurane vaporizer was turned off, and the desflurane vaporizer was set to 4%. Despite this vaporizer setting, inspired and expired desflurane read 0%. We inferred this was because desflurane concentration had not yet built up in significant concentrations to be detected. The "inspired o2 low caution" alarm then began to sound; the inspired oxygen concentration began falling, and the inspired nitrous concentration began rising. The "inspired n2o high caution" also began to sound. At this point, flows were changed to 10 lpm oxygen, 0 lpm air, and n2o remained set to zero. Despite this change, the inspired oxygen concentration continued to decrease, and the inspired nitrous oxide concentration continued to increase. It was unclear to us at first whether the delivered oxygen concentration was truly low or if there was a problem with the oxygen sensor. The patient's oxygen saturation then began to fall, alerting us that the patient was indeed inspiring a hypoxic gas mixture. The inspired oxygen concentration fell to a nadir of 14%, and the inspired nitrous oxide concentration rose to a peak of 85% (see image 1). The patient's oxygen saturation began to decline slowly at first from 98% and then began to decrease more rapidly to a low of 79%. The reservoir bag in the breathing circuit remained full, and the measured minute ventilation was unchanged. There was no change in the capnogram shape or end-tidal value. The "fg flow low or leak" warning then began to alarm. In the moment, it was unclear to us why the patient was inspiring a hypoxic gas mixture despite the oxygen flow reading 10 lpm. The patient's endotracheal tube was then disconnected from the anesthesia machine circuit, and the patient was manually ventilated from a wall oxygen supply source with an appropriate increase in oxygen saturation the sevoflurane vaporizer was removed completely from the mount, and the desflurane vaporizer was moved over to the rightward mount on the anesthesia machine; the desflurane vaporizer was then the only vaporizer mounted on the anesthesia machine. The inspired oxygen concentration then was measured to be 56%, and the patient's oxygen saturation rose to above 98%. The gas analyzer appropriately registered the expected oxygen and desflurane. The patient was maintained on low dose inhaled desflurane as well as remifentanil and dexmedetomidine infusions for the remainder of the case with no further incident and was extubated uneventfully at the end of the case. When the vaporizer and the anesthesia machine were examined at the end of the case it was discovered that the vaporizer didn't properly seat onto the anesthesia machine. The scenario was easily reproducible in the biomedical engineering workshop. The original vaporizer was tested in conjunction with multiple ge anesthesia machines, and the event was repeatedly reproduced. Other similar draeger vaporizers were also tested with several ge anesthesia machines, and once again the scenario was repeatedly reproduced. ====================== manufacturer response for vaporizer, desflurane, draeger d-vapor (per site reporter)======================they were grateful for letting them know.